Manufacturer narrative:
(B)(4) . Additional information was requested and the following was obtained: was there an access issue that occurred? Yes. If yes, was it due to the shaft length of the device? Did not open or fire. If yes, was it due to the articulation location or degree of articulation? Articulation was ok. Was there difficulty articulating the device? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. But we had to open a 2nd one because the 1st one didn¿t work was the device on tissue when it did not open? No. If yes, how was the device removed from the tissue? Did the jaws of the device eventually open? Not during the case, after the case we were trying to work on it & it finely did open. The sc45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a thoracoscopic wedge resection procedure, the device did not fire at all. The surgeon changed placement of trocars, went in at different angles through trocars, and changed reloads and still device would not fire. The case was completed with another device of the same product code. There were no patient consequences reported. There was a delay of 15 minute to procedure.